Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient was still having issues charging and holding a charge, even with the new 97755 recharger. The rep reported the following information from the recharge diary (all from one day): 40-100% - 0 minutes; 30-50% - 14 minutes; 60-80% - 26 minutes; excellent coupling. Technical services advised the rep to obtain the manufacturer's data report and session files. Additional information was received on 2024-oct-23. The rep reported that the patient was using low dose settings that weren't very high (caller didn¿t have actual settings available). There was no fall, trauma, procedures or reprogramming associated with the change in battery draining quickly. Caller did not create a manufacturer's file when they were with the patient on (B)(6) 2024. Technical services emailed caller to send any and all session files so further investigation could be done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in and reported they are still experiencing issues and their implant is not holding a charge. Rep reports patient continues to have the same issue after replacing the 2-3 rtm paddles. Caller reports from her session report the recharging diary shows: recharging from august 9-12, 2024: 8/9: beginning of charge: 10% for 5 minutes grey bar. Charge level did not advanced. 8/10 beginning of charge: 30% for 2 hours fair coupling. Charge level did not advanced. 8/10: beginning of charge: 20% for 23 minutes excellent coupling, ending at 50%. 8/11: beginning of charge: 10% for 34 minutes excellent coupling, ending at 50%. 8/11 beginning of charge: 50% for 11 minutes excellent coupling, ending at 60%. 8/11 beginning of charge: 60% for 42 minutes excellent no ending. 8/11: beginning of charge: 40% for 0 minutes. Charge level did not advanced. 8/12: beginning of charge: 60% for 4 minutes grey bar. Cha rge level did not advanced. Caller reports when she met with patient, she was not able to get any coupling with the old rtm that's why they replaced the rtm. Caller reports she also tried with her spare rtm and was not able to get any coupling. Reviewed diary and possible education on charging and positioning the paddle. Caller reports patient is using the recharging belt.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See (B)(4) for replacement of 97755]: information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep reports the patient's ins charge level depletes quickly. Rep states the patient went to bed and their ins was at 50% and when they woke up it was "dead". Rep states she checked impedances and connectivity and all look normal and are in the green.  Ts advised that the patient speak with their physician if they continue to have difficulty with rapid charge depletion. Patient says this started about 6 months ago.

Manufacturer narrative:
Product analysis: pli# 10 product ID# 97715:analysis determined that the implantable neurostimulator (ins) was functional. No significant anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they did send in the log files, but attached the images. Rep noted patient was scheduled for replacement on 11/25/2024. Tss sent email response to files sent in and that pt's higher settings likely explained their frequent ins recharging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They believed the cause was due to a faulty internal battery. Pt has spent hours and hours charging and charging external parts. Removing battery and waken up to no charge. In pain. They have include numerous calls and meeting with medtronic rep who said after the 1st visit to call engineer at medtronic. The engineer said it was internal and so they went back to the doctor. This went on forever and is not fair. This person and that next person, like his discomfort did not matter. Issue has been resolved but pt is afraid it would happen again. Patient's weight at time of event was 210 pounds. Patient rep stated this should also not have happen. Bad customer service, numerous calls, hardship, meetings, on phones and continued pain discomfort. The additional surgery should not have happened so soon after original unit was placed. Patient's pain and suffering throughout the whole time should not have happened or been allowed to take so long. Patient rep thinks patient should be compensated.